Manufacturer narrative:
(B)(4).

Event description:
The patient became very spastic and had difficulty walking; the patient was having trouble bending his left leg. The pump contained baclofen 500.0 mcg/ml. The severity of the event was noted to be "moderate." An x-ray was done on (B)(6) 2011 revealing catheter migration. On (B)(6) 2011, the catheter was replaced. The patient recovered without sequela as of (B)(6) 2011.